Event description:
It was reported that lead was capped due to a lead fracture.

Manufacturer narrative:
CAPA has been opened to further investigate high bacteria issues. This CAPA is currently in process.